Event description:
The user facility reported an unspecified patient was implanted with an impella device for mechanical circulatory support. The complainant reported that when connecting the impella, the automated impella controller (aic) did not display the current values but the values of the impella that was implanted before. Therefore, the aic was exchanged, and the event resolved. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) display issue has been completed. Console logs couldn't concisely confirm that failure as reported occurred on date of occurrence. The console was returned for evaluation. Inspection of the console's display didn't reveal any observable anomaly. Console operated within specification when a known good pump was cycled 10 times within no observable anomaly. There was not enough information or evidence in the logs to conclusively confirm the reported failure mode and it was not reproduced.